Event description:
It was reported that patient presented to the emergency room after receiving inappropriate hv therapy caused by noise on the right ventricular lead. High pacing lead impedance, failure to capture and failure to sense were also noted. The lead was explanted and replaced. The patient was stable throughout the procedure and was stable the next morning prior to discharge from the hospital.

Manufacturer narrative:
Analysis was normal. No anomalies were found.